Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01301, 3005168196-2017-01303. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance a ruby coil through lantern, the physician experienced resistance and decided to retract the ruby coil; however, upon retraction, the ruby coil unintentionally detached in the lantern. Therefore, the physician removed the lantern containing the detached coil and flushed the coil out. The physician then re-inserted the lantern in the patient¿s body and attempted to advance a new ruby coil; however, resistance was encountered and upon retraction, the ruby coil unintentionally detached in the lantern. Therefore, the physician removed the lantern containing the detached coil. The procedure was completed using a non-penumbra coils and microcatheter. There was no report of an adverse effect to the patient.